Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation was conducted with outcome as follows. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: a journal article was received. It was reported that 42 complications happened on different patients that received an unknown dynesys implant. In this case screw loosening was observed, no revision surgery was reported. Devices analysis: the device analysis could not be performed as no product was available for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in rmw. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that 42 complications happened on different patients that received an unknown dynesys implant. According to the article, in one of the patients screw loosening was observed. Details of patient and implant date are unknown. (Journal article: chao-hung kuo, peng-yuan chang, tsung-hsi tu, li-yu fay, hsuan-kan chang, jau-chingwu,wen-cheng huang and henrich cheng; the effect of lumbar lordosis on screw loosening in dynesys dynamic stabilization: four-year follow-up with computed tomography; hindawi publishing corporation).